Event description:
It was reported that a half day infusor leaked into the overpouch. The device was filled with 1500 mg of desferrioxamine and 60 ml of normal saline. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured july 23, 2014-july 25, 2014. The device was received for evaluation. Visual inspection (via the naked eye) revealed that the winged luer cap was loose but no abnormalities that could have contributed to a leak. After hand tightening the luer cap, a functional flow test was performed. The device did not reveal any leaks during the flow test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.